Manufacturer narrative:
Vyaire complaint number (B)(4). The vyaire technical support arrived onsite and found that the device had a bad alarm board that didn't pressurize. The technical support performed calibrations to manufacture specifications to verify that everything is working. Unit was operational.

Manufacturer narrative:
Vyaire file identification : (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device is leaking the air and making a strange humming sound through the back water trap assembly on the 3100 a ventilator. The customer reported that there was no patient involvement associated with the reported event.